Event description:
It was reported that during an implant on (B)(6) 2011, the tunneler was believed to have torn an external jugular. The patient did fine; the bleeding issue was resolved with pressure. The neurosurgeon was quite upset. It seemed as if the square portion of the external carrier is what caught and tore the vein causing the bleed. There was no device issue. The tunneler did not stretch or break during the event.

Manufacturer narrative:
Concomitant products: product ID: neu_tunnelingtool, product type: accessory. Product ID: neu_carrier/2x4, product type: accessory. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.